Event description:
The customer called and reported that they were unable to monitor any of their patients at the ed acuity central station. They were seeing a "check network" message displayed across the top of the screen. A customer biomed subsequently called in to report that their ethernet switch had "locked up". He rebooted the switch to restore the network connection. The ethernet switch is a self-contained, purchased component of the product not manufactured by welch allyn. The customer was unwilling to check into whether any patients were connected to the system at the time of failure.

Manufacturer narrative:
The customer rebooted the device to restore normal operation. They will not be returning the device for evaluation.